Event description:
It was reported that it is difficult to connect the extension set and the retractable spin collar is stiff and hard to move. The male luer is much shorter than other tubing sets.this has become an issue when the patients go to CT and the tubing becomes disconnected when they do high power injections because it is not connected all the way.

Manufacturer narrative:
Product was revised from mzxt5307 to mzxt5306, changes captured in d1, d4, and g.5.

Manufacturer narrative:
Additional info: h.6.

Event description:
It was reported that it is difficult to connect the extension set and the retractable spin collar is stiff and hard to move. The male luer is much shorter than other tubing sets.this has become an issue when the patients go to CT and the tubing becomes disconnected when they do high power injections because it is not connected all the way.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that it is difficult to connect the extension set and that the retractable spin collar is stiff and hard to move. The male luer is much shorter than other tubing sets. This has become an issue when the patients go to CT and the tubing becomes disconnected when they do high power injections because it is not connected all the way.